Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead has over sensing in the form of tachy sense. Patient has been receiving anti-tachycardia pacing due to over sensing. Device is still in use. No patient complications have been reported as a result of this event.